Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose level. The customer states their blood glucose level had gone up over 500mg/dl. The customer states they tried to treat with the pump, but the level would not go down. The customer states they did not receive a no delivery alarm. The customer's blood glucose level at the time of incident was 580mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device. Nothing is being replaced or returned at this time.